Event description:
It was reported that the 8800 system had a blank screen and a generator error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mono tank was checked during the service call.